Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The needle and suture were examined under magnification for attributes defects. There were no needle or suture defects noted.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2013 and suture was used. The needle pulled off of the suture after the first stitch. Another like device was used to complete the procedure. There was no adverse patient consequence reported.